Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. The reporter sent a dvd which showed a series of slit lamp exams. From the dvd review, glistenings were observed along with pco and elschnig pearls. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested. (B) (4). (B) (4)

Event description:
A surgeon reported noting opacification on an intraocular lens (iol) four yrs following bilateral implant surgery. There are two medical device reports associated with this event. This report is for the right eye.